Manufacturer narrative:
Follow-up #1: date of submission 8/18/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review shows -loss of prime warning associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The tdd history is accurate when comparing delivered basals and delivered boluses. Pump found to be delivering within required range at conclusion of delivery accuracy testing. Force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; no contamination or damage to the force sensor circuit was observed. Unidentified force low in the black box, force sensor calibration in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) level nearly 500 mg/dl with moderate ketones, atypical thirst, and nausea. During troubleshooting, customer support found that the pump had lost prime at least 3 separate cartridges from 2 separate boxes in a 30 day period, and the pump is being replaced. This complaint is reported as the patient experienced hyperglycemia and the loss of prime issue is not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.